Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The likely root cause was due to external force applied to the distal end, leading to the peeling of the glue at the tip. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection- inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject scope was returned to the service center. The evaluation confirmed the reported malfunction as the elevator channel plug was loose and leaking. There were two more leaks found; probe unit was loose / leaking and at the instrument channel. Bx channel. The instrument channel was found to have internal tear damage. Additionally, the forceps cover glue was peeling, the bending section cover adhesive was cracked. Switch# 1 was cut, the scope connector was loose, the ultrasound image has 4 broken elements and the control knobs have play/loose. A review of the previous repair indicates, the scope's instrument channel was replaced on (B)(6) 2020. The scope was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that during preparation for use, the evis exera ii ultrasound gastro-videoscope's water jet channel was loose. No patient injury or harm was reported.